Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the introducer sheath of a radifocus introducer ii kit broke off in the patient vessel (about 7mm distal section). The piece migrated to the patients pulmonary artery. The patient required a second procedure to remove the migrated piece. Upon visual inspection of the sheath components, it was noted a possible needle hole about 5mm proximal to the tear and a possible needle hole at the level of the tear. The patient was reported to be stable. The patient was hospitalized one additional day due to the second procedure required. The procedure outcome was successful. Additional information was received on 9/21/2018: the procedure performed is a ep ablation. Additional information was received on 10/2/2018: the patient was undergoing an elective electrophysiology (ep) ablation for atrial flutter on (B)(6) 2018. During the procedure three separate introducer sheaths were inserted into the right femoral vein to assist with introducing the various devices required for the procedure. The puncture/insertion of the sheaths went smoothly and they were flushed without difficulty or resistance. Upon insertion of the electrode into the 6fr introducer sheath, it was kinked. The electrode was pulled back and an attempt to re-advance the electrode was unsuccessful. The guidewire was then introduced however, it would not advance. The 6fr sheath was then removed at which time it was noted that a significant portion of the sheath was missing. Fluoroscopy was used to try and identify the location of the sheath fragment in the patient's system but it could not be seen. An incision was made at the insertion site to see if the sheath fragment was lodged there and it was not. The decision was made to proceed with the ablation using another type of sheath and the ablation procedure was successfully completed. The patient did not experience any symptoms related to the fragment and was disclosed to about the event. A chest x-ray was done post ablation and the sheath fragment was identified in the left pulmonary artery. The ep cardiologist consulted with an interventional radiologist and a cardiac cath interventionist and the decision was made to attempt to remove the sheath in the cath lab. On (B)(6) 2018 the fragment was successfully removed in the cath lab. The patient remained in hospital one more day to have an ICD inserted on (B)(6) 2018 as his original muga (pre admission) during his workup showed he had an ef of 32% and was close to heart block. The patient was discharged home in stable condition on (B)(6) 2018. The cardiologist in this case indicated that fortunately there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr ik sheath with dilator was returned for evaluation. The concomitantly used daig electrophysiolgy catheter was returned as well. The ik sheath was fractured into two parts with significant jaggedness of the edges. There was another irregularly sized puncture noted below the hub of sheath on the portion still attached to the hub. No anomalies were noted on the returned dilator. The returned daig catheter was attempted to be mated with an available unused sample 6fr ik sheath and was successfully inserted without any anomalies. The failure was attempted to be replicated by punching a 18 gauge single wall arterial access needle through a 6fr ik sheath and a hole with similar jaggedness was able to be created. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the user attempted to externally puncture the sheath. However, the exact cause of the reported event cannot be definitively determined.